Manufacturer narrative:
This device and lead remains implanted thus no analysis will be conduced. Should additional information become available this event will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed increased thresholds with stable impedances. A revision procedure took place and this lead was repositioned. The header was inspected and it was noted that the lead was properly fixed into the header port with no evidence of a connection issue. A review of device memory showed three non sustained episodes due to high frequent noise on the right ventricular channel which resulted in asystole for > 2 seconds. After repositioning the lead noise was not reproduced. No adverse patient effects were reported.